Event description:
Device issue: failure to deploy the clip and difficult to remove. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the clip would not deploy and the device was difficult to remove from the patient anatomy. The physician removed the device by releasing the locking mechanism of the thumb advancer via the access ports. Hemostasis was achieved using manual compression. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.